Manufacturer narrative:
The technician found that the casters were out of adjustment. He adjusted the casters and the brakes functioned properly.

Event description:
Information received indicates when the brakes were engaged the casters would still swivel.